Event description:
It was reported that this patient received a single inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a data review and it was discussed that the shock was delivered due to over-sensed myopotential noise. Additionally, the patient's decreased r-wave amplitude measurements exacerbated the myopotential over-sensing. Ts provided programming options and recommendations for evaluating the s-ICD in-clinic, such as provocative maneuvers. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.